Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that a 13.2mm vticmo 13.2 -04.50/1.0/081 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Refractive suprise reported. The lens was exchanged for a same length lens -11.50/2.0/090 (sphere/cylinder/axis) power on (B)(6) 2020 due to refractive surprise. This resolved the problem. H3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo 13.2, -04.50/1.0/081 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. The lens was removed and exchanged for a same length, lens with a -11.50/2.0/090 (sphere/cylinder/axis) power on (B)(6) 2020 to resolve the problem. Cause of the event is reported as unknown.